Manufacturer narrative:
Surgeon was performing a 3-level plif on a female pt, (B)(6) using the straight enspire surgical discectomy device for the discectomy steps in preparation for the interbody fusions using bilateral peek implants. This was the first time the surgeon had used the enspire device. After the surgeon performed ipsilateral disc preparations and ipsilateral implant placements for all three levels, the company rep present during the case noticed the enspire device wire appeared broken. The surgeon reported that he was unaware of the tip breakage and could not tell whether the cutter was intact and attached to the wire. The sales rep noted that the surgeon was using suction throughout the procedure, including placement into the disc. The sales rep reminded the physician of possible reasons for breakage and the surgeon reported that he may have been aggressive with the device on the endplates, which could have caused the breakage. The surgeon recommended the device had worked well and wanted another device to use on the contralateral side to complete the discectomies on all three levels. A second device broke as the surgeon finished the third level of the contralateral side. This time the surgeon reported that he could tell the device broke and noted the disc was very clean after withdrawal of the device even though it was broken. He also noted that the cutter was not attached to the broken wire. Suction was not used during the second device breakage. Upon review of fluoroscopic images, all disk spaces appeared to be of a height that is acceptable for enspire device usage. One cutter was visible inside the disk. The other cutter may have been aspirated by the aspiration instrument that was used with the first device. The surgeon reported that the cutter was not going to be problematic if left inside the disk along with the interbody implant as the cutter is made of stainless steel, a common spinal implant material. There were no other issues related to the breakage events and the pt is reported to be in good condition. This surgeon has an approach that is a atypical for plif in that he performs the discectomy on one side with an interbody implant on the contralateral side. The surgeon prefers this approach despite spine view cautions that the rotating enspire tip can contact the implant, which could damage or break the device wire or cutter. The normal approach is to perform a complete discectomy with the enspire device is active, which can also damage the device wire or cutter. Lastly, the surgeon reported aggressive use of the device with the enspire device (just like any disposable device) may have caused the tip to break. In summary, the presence of either an implant or sucker instrument in the disc space while using the enspire device, or the aggressive use of the disposable enspire device is suspected to be the root cause of the two breakage failures. Note that following this incident and further training, the surgeon has performed many more cases (20 levels to date) with no add'l incidents reported. Internal review of lot history records shows that the devices met all release criteria. Eval of the returned devices show failure patterns consistent with excessive force applied on the enspire device due to possibly striking an implant or sucker instrument, or excessive force against bone.

Event description:
Surgeon was performing a 3-level plif on (B)(6) 2010 on a female pt, 53 y/o using the straight enspire surgical discectomy device to remove disk nucleus material in preparation for a peek cage. After completing the plif on first side, upon removal of the device from the disk, the company rep present wt the case noted the wire appearance broken. The doctor thought he may have been a little aggressive on the end plate prior to removal of the device from the disc. The doctor noted that he was unaware of the breakage during the case and thought the device had worked well so he asked for a second device to complete the plif on the second side. The second device broke as the doctor finished the third level. The disk was already clean at this time so case was concluded. At the time of the report, it was not confirmed whether device tip was left in the disc. The surgeon had used suction while doing the plif on first side but did not use it on the second side on advice by the company rep. Several attempts to obtain info on whether device tip was left in pt were unsuccessful until a f/u call on 11/29/2010 to the company rep confirmed that indeed one cutter was left in the disc but it was not clear if this was from the first device or the second device.